Manufacturer narrative:
Customer stated there were no other conditions or events that occurred in conjunction with this event. A field service engineer (fse) was not dispatched as customer declined service. No additional information regarding this event is available. No root cause could be determined with information supplied. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained three erroneous troponin (accu tni) results that when repeated resulted in the normal reference range. The actual results were not supplied, it is assumed the results were above the ami cutoff. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.